Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a tur y-set where the customer reported that the device was leaking and not connecting to the 3-way foley. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.